Event description:
The following information was obtained when searching the maude database on 10 apr 2023. Report number: mw5115472. The event description was: "patient (they/them) presented to me with a corneal ulcer. Patient acknowledged the she was knowingly wearing hubble contacts without a prescription from her previous eye care provider (optometrist) and that their previous provider was unaware they were wearing these lenses."

Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. The information about patient and initial reporter as well as other information required to submit was not provided. No evaluation could be performed. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.